Manufacturer narrative:
(B) (6). (B) (4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a percutaneous transluminal coronary intervention procedure, the tip of the guide wire detached. The patient presented with chest pain. The target lesion was located in the tortuous mid circumflex artery. A non bsc wire control catheter was utilized to aid in steering the pt graphix guide wire. The tip of the guide wire fractured after multiple attempts at advancing the guide wire into and out of the wire control catheter. Using a goose neck snare, the physician was able to successfully remove the wire fragment from the patient. The procedure was completed with a different device. There were no additional patient complications reported and the patient's condition was reported as 'fine'.

Manufacturer narrative:
Device evaluated by MFR: the returned guide wire was received in two pieces; with the distal tip fragment measuring 2cm. Several kinks were noticed along the device at 1, 127, 140 and 156cm from the fracture respectively. The outer diameter of the device met specifications. Lab analysis observed that the fracture surface revealed the presence of elongated dimple ruptures in a torsional direction. No reduction on the cross sectional area was noted and no material anomalies were observed. The fracture surface was caused by a torsional type overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary intervention procedure, the tip of the guide wire detached. The patient presented with chest pain. The target lesion was located in the tortuous mid circumflex artery. A non bsc wire control catheter was utilized to aid in steering the pt graphix guide wire. The tip of the guide wire fractured after multiple attempts at advancing the guide wire into and out of the wire control catheter. Using a goose neck snare, the physician was able to successfully remove the wire fragment from the patient. The procedure was completed with a different device. There were no additional patient complications reported and the patient's condition was reported as 'fine'.